Manufacturer narrative:
On initial mw-212492 is incorrect and should be (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The two (2) iexp 55 ti twisters (product code: 1754-55-030, lot number: t6624) were returned to the complaints handling unit (chu) on april 6th, 2015. Visual examination revealed that there are no markings, scratches, or other signs of damage on the surface of the twisters. It was noted that the twisters could be forcefully reassembled and could function normally afterwards a trend analysis was conducted. No further actions from trending analysis are required. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause for the twisters disassembling cannot be determined from the samples and the information available. A potential root cause is unexpectedly high forces applied to the twisters during use, resulting in the in two parts of the twister disassembling. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Implant failure in our offset expedium deformity correction case today in (B)(6). Two of the below implants came apart during the case. (B)(4) twister both implants are being processed and should be ready for collection on monday. Same like product used to complete the case. Surgery delayed by 15 minutes.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.